Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 27206483.

Event description:
It was reported that the lead migrated. The lead and anchor were replaced. Post operatively the patient was doing fine.